Event description:
Customer stated there was a small burn spot on the cord.

Manufacturer narrative:
Upon investigation, we found that the cord had been severed by an external source. Upon further investigation, we found cord cut/burned other location, switch doesn't turn on, bent/broken lead, bent/broken thermostat, thermostat discoloration, pad dirty or stained. The pad also appeared to have been layed on. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.